Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was impossible to close. The following information was provided by the initial reporter: this is a report about the sharps collector's lid that doesn't shut properly. According to the customer's report, the hcp shuts the lid but the lid does not remain shut and soon becomes open.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid was impossible to close. The following information was provided by the initial reporter: this is a report about the sharps collector's lid that doesn't shut properly. According to the customer's report, the hcp shuts the lid but the lid does not remain shut and soon becomes open.

Manufacturer narrative:
H6: investigation summary: the DHR review was performed for lot number provided and a review of the historical ncmr¿s for the affected component (lid) under part number bdx-8990020 was made and it was found that 6 ncs were generated for the same defect in the last 5 years. According to the photos received from customer, it can be seen the following: ¿ there is an obstruction by excess of plastic material on lid¿s skirt, which seems to be generated by a broken insert in the mold. Hence, the lid can¿t fit the base when trying to assembly by end user. Based on the investigation and evidence provided, this issue is confirmed as manufacturing process related due to the issue was generated by a mold broken insert and line clearance was not properly followed at the time to detect the broken insert. The investigation showed two root causes regarding this issue. One: mold has exceeded the life cycle and there is an improvement opportunity on the mold insert design. Second: the segregation process was not properly followed causing an escape on the product shipped to customer.